Manufacturer narrative:
D10 concomitant medical product: gia8038l gia 80-3.8sgl use loadingunit (lot#: p4k1047) gia8038s gia 80-3.8sgl use reload stap (lot#: p2d0251) gia8038l gia 80-3.8sgl use loadingunit (lot#: p4k1047). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoidectomy, extracorporeal anastomosis involving the reload and handle devices, the firing was partial and did not complete to the distal end. The staples were unformed and scattered upon firing. Three reloads were used that had the same issue. These issues led to an extended surgical time, approximately another hour, and necessitated a conversion to handsewn suturing as a staple line replacement. The product was explanted and replaced by another manufacturer's product.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the staple cartridge noted that the loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functional testing noted that a representative instrument was used for testing. The single use loading unit (sulu) pushers and interlock were reset. The sulu was loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to test media with acceptable results. The knife cut completely and cleanly and the pushers advanced. The firing knob could be advanced and retracted without any hang-ups. It was reported that the firing was partial and did not extend to the distal end. Additionally, the staples were unformed and scattered upon firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.